Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent thrombosis and stent dislodgement inside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery extending to the distal lcx. A 2.0x12 non bsc stent was advanced but failed to cross the lesion. Dilation was performed with a 1.5x6 balloon catheter at 18 atmospheres for 10 seconds and with a 2.0x12 non bsc balloon at 18 atmospheres for 15 seconds. A 2.25x16 synergy¿ drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed and the stent was re-advanced but still failed to cross the lesion. While removing the synergy¿ stent, resistance was encountered. The stent was dislodged and was stuck in the left main (lmca). An 8f mach1 fl3.5 guide catheter was then used. Stent retrieval was attempted with a snare but failed. Therefore, the physician performed anchor balloon technique to retrieve the dislodged stent using a 1.25x10 non-bsc balloon catheter but the stent just moved and became stuck near the left main trunk (lmt). While attempting to retrieve the stent using the balloon, there was ¿no reflow¿ due to the thrombus occurrence, so an intra-aortic balloon pump (iabp)/ percutaneous cardiopulmonary support (pcps) was inserted. The physician crushed the dislodged stent with a 2.0x12 non bsc balloon catheter and the site was dilated with a 2.5x15 non-bsc balloon catheter. A 3.0x24 non-bsc stent was deployed in the proximal lcx - lmt and the procedure was completed. No further patient complications were reported. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached during procedure and therefore not returned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent thrombosis and stent dislodgement inside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery extending to the distal lcx. A 2.0x12 non bsc stent was advanced but failed to cross the lesion. Dilation was performed with a 1.5x6 balloon catheter at 18 atmospheres for 10 seconds and with a 2.0x12 non bsc balloon at 18 atmospheres for 15 seconds. A 2.25x16 synergy¿ drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed and the stent was re-advanced but still failed to cross the lesion. While removing the synergy¿ stent, resistance was encountered. The stent was dislodged and was stuck in the left main (lmca). An 8f mach1 fl3.5 guide catheter was then used. Stent retrieval was attempted with a snare but failed. Therefore, the physician performed anchor balloon technique to retrieve the dislodged stent using a 1.25x10 non-bsc balloon catheter but the stent just moved and became stuck near the left main trunk (lmt). While attempting to retrieve the stent using the balloon, there was ¿no reflow¿ due to the thrombus occurrence, so an intra-aortic balloon pump (iabp)/ percutaneous cardiopulmonary support (pcps) was inserted. The physician crushed the dislodged stent with a 2.0x12 non bsc balloon catheter and the site was dilated with a 2.5x15 non-bsc balloon catheter. A 3.0x24 non-bsc stent was deployed in the proximal lcx - lmt and the procedure was completed. No further patient complications were reported. The patient recovered and was discharged from the hospital.